Event description:
I have numerous auto-immune issues that have been worsened by my inamed 68lp saline filled implants. My left implant ruptured in fall of 2018, confirmed by mammogram (B)(6) 2019. I experience the following bii symptoms for at least the last 4 years: fatigue, cognitive dysfunction, headaches, joint and muscle pain, tmj, inflammation, dry eyes and vision problems, allergies, heart palpitations, decreased hearing, hysterectomy, appendectomy, depression, anxiety. I also had shingles, at 45, on the same side as the ruptured implant, around the time of rupture. FDA safety report ID# (B)(4).